Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used due to undersensing. The lead was placed in several location and all had poor sensing. A new lead was implanted. No patient complications have been reported as a result of this event.